Event description:
Patient reported left side rupture and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on date 01/30/2017 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h10. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cancer-ndr: not applicable as the event is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Device migration: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture and capsular contracture, baker grade unknown. Device has been explanted.